Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that electrograms revealed that the device exhibited inappropriate noise reversion episodes. Device sensitivity would be decreased.